Manufacturer narrative:
Unit received with constant vibration due to moisture damage at the electronic assembly. Unable to perform displacement test due to constant vibration noted. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump was keeps on vibrating even vibrate feature was off. Customer was performed self test and it was pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.